Event description:
It was reported that arteriotomy closure of the right common femoral artery was achieved using a starclose se device after an interventional procedure. Reportedly, after successful arteriotomy closure the patient presented with diminished pulse. An ultrasound was performed revealing nothing that would have caused the diminished pulse. A computed tomography scan (CT scan) was performed 24 hours post procedure and a right iliac dissection was found. The physician felt the starclose se device caused dissection in the iliac when the device was retracted for deployment in the right common femoral artery. No treatment was performed or has been scheduled for the noted dissection. Hemostasis had been achieved with the starclose se clip. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no product deficiency and product was not returned. The patient effect of intimal dissection is a known patient effect associated with use of the device. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.